Manufacturer narrative:
(B)(4). Additional information requested and received: how long post-op did event occur? Immediately. Patient was not discharged right away because of hematoma. Is the device available for analysis? No. How was the patient treated? Unknown. What color cartridge was used? As included below, gray loads.

Event description:
It was reported that after a laparoscopic appendectomy procedure, the patient developed post operation hematoma, bleeding along the staple line from the mesentery staple cut line and not at the stump. Case completed with the linear cutter; all three transections were with the gray cartridge load. Oozing was seen during the case and a clip applier was used. The patient is still admitted in hospital for observation.

Manufacturer narrative:
(B)(4)/ information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis additional information received: sales rep noted the surgeon admits he has never had a complication like this, but does regularly experience oozing along the mesentery line.